Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a loss of therapeutic effect after receiving a steroid injection. It was later reported that the pt was reprogrammed by the MFR rep on (B)(6) 2011. No info was provided related to the pt's outcome. Add'l info was requested but not available as of the date of this report. A f/u report will be filed if add'l info becomes available.